Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-01891. It was reported that the patient presented with a right ventricular (rv) lead that failed to capture. The rv lead was explanted and replaced. During the replacement procedure, the replacement rv lead was dislodged when the patient aggressively cough. When the physician attempted to retract the helix, it cannot be retracted. Another lead was used to complete the procedure. The patient was stable.